Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor patient reported that program 4 is the only program that worked for him and that it has stopped working and patient is not feeling stimulation and is getting up to 5-6 times a night since (B)(6) 2018- about three weeks ago. Patient also reported that suddenly, on (B)(6) 2018, they started having pain in both legs and on (B)(6) 2018, they could hardly walk. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.